Manufacturer narrative:
Patient information not available for reporting. Additional product code: hwc. UDI: (B)(4) expiration unknown lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a proximal end clavicle fracture on (B)(6) 2017. Surgeon chose the 2.7mm/3.5mm variable angle locking compression plate (va-lcp) posterolateral distal humerus plate (dhp)-4 hole for the procedure. Surgeon was able to insert a 3.5mm cortical screw successfully. When surgeon attempted to insert the 2.7mm 14mm locking screw at the distal end, the locking screw was spinning in the plate hole and would not lock to the plate. Surgeon re-drilled the hole, checked the insertion angle, and re-inserted the locking screw but it still would not lock to the plate. Surgeon removed the plate and screws, replaced the plate with a 3 hole plate of a different size and completed the procedure successfully with a delay of approximately 10 minutes. No harm to patient was reported. This report is for one (1) 2.7mm/3.5mm va lcp posterolateral dhp plate-4 hole. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: lot number, expiration date. UDI: (B)(4). Device available for evaluation: device returned to manufacturer. A device history record (DHR) review was performed for part # 04.117.304s, lot # l396739: manufacturing location: (B)(4), manufacturing date: 22. May 2017 expiry date: 01.may 2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. One (1) 2.7mm/3.5mm ti va-lcp postlat dhp 4h/lt/88mm-med-ster (part # 04.117.304s, lot # l396739) was returned back for investigation. The plate was found bent and with scratches on the entire surface. Thread holes show signs of usage. The received device was forwarded to the responsible manufacturing site for further evaluation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material certificate was checked and it was found that the used raw material fulfilled the specifications. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings at time of manufacturing. Unfortunately, we cannot determine the exact root cause of this occurrence as not all parts were sent back for investigation and no detailed clinical information was made available. We can only assume that the plate was heavily pre-bended at the distal end which lead in deformation of screw hole's and malfunction of device as a result. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.